Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, "pump has a 345 error code of thermistor disparity" was reproduced. A review of the event history log revealed pump has a 345 error code of thermistor disparity" could not be confirmed through the event history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream thermistor was out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.